Event description:
It was reported that a cartridge was not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to inspect and clean the pneumatic tap area and attempted to reload the original cartridge, which was unsuccessful. Technical support then assisted the customer in filling a new cartridge, and the customer successfully loaded it onto the pump after several attempts, allowing them to resume insulin delivery.